Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified and reproduced. The device was found out of specification in relation to the reported sensor error 322 (link switch error low) which were verified through a review of the event history log (ehl) and was found to be caused by a defective lower auxiliary. The lower auxiliary was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a sensor error 322 (link switch error low). There was no known patient injury or medical intervention associated with this event. No additional information is available.